Event description:
The customer reported that the technician found an air leak in the a-rubber (rubber cover) of the subject device during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the leak due to a perforation in the rubber, and found the connecting tube coating was peeling, and the forceps channel port was shaved. This report is being submitted for the peeling coating and shaved channel port found during evaluation of the device.

Manufacturer narrative:
Upon further evaluation, service found the objective lens was scratched, and the rubber adhesive was deteriorated and detached (chipped). The control grip had discoloration, and the suction cylinder was dirty. Four black dots appeared in the displayed image, and the image guide bundle had significant damage. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. It is also likely the biopsy channel port was shaved due to endo therapy accessories or metal part of cleaning brush touched the biopsy channel port. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: using endo-therapy accessories_ insertion of endo-therapy accessories into the endoscope caution:¿inserting endo-therapy accessories with excessive force may damage the endoscope and/or cause patient injury.¿ important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.